Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. The customer complaint that the propofol bottle was completely empty and the tubing was also empty to approximately 6 inches below the bottom of the IV pump channel could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model and lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the unspecified bd intravascular administration set experienced unregulated flow. The following information was provided by the initial reporter: malfunction in IV tubing discovered - a new bottle of propofol and new line was prepared and connected to the patient around 0100. Propofol was stopped at 0112 when patient's bp remained low after an initial drop, and the pump channel was turned off as well. At 0200, writer noticed from inside the room that the propofol bottle was completely empty and the tubing was also empty to approximately 6 inches below the bottom of the IV pump channel.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd intravascular administration set experienced unregulated flow. The following information was provided by the initial reporter: malfunction in IV tubing discovered a new bottle of propofol and new line was prepared and connected to the patient around 0100. Propofol was stopped at 0112 when patient's bp remained low after an initial drop, and the pump channel was turned off as well. At 0200, writer noticed from inside the room that the propofol bottle was completely empty and the tubing was also empty to approximately 6 inches below the bottom of the IV pump channel.